Manufacturer narrative:
Information anticipated, but unavailable at this time

Event description:
It was reported by the affiliate during a rectum resection procedure that there was an incomplete staple line. The case was completed by hand suturing with no adverse patient consequence.